Event description:
Surgeon reported, "tubing found to be broken at the metal connecting spur. Discovered whilst performing a revisional procedure to reposition the band." The broken part of the tubing was trimmed and the band tubing reconnected."

Manufacturer narrative:
(B)(4). The access port associated with this report was not returned as the access port was not explanted. Based upon the model number provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number, implant date, patient data, reason for the repositioning of the lap-band system and if the pieces of tubing removed will be returned has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."